Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor would not power on. Upon evaluation, the c1 capacitor was shorted. The cause of the inability to power on is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.